Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 had failed. A field service engineer (fse) diagnosed an issue where the auxiliary full-height drawer 5 failed to open. In hardware test application (hta) mode, the open/closed sensor was found to have failed, and latch magnet was missing. Fse replaced the latch, and the drawer became responsive. The system functioned as intended after the field service engineer repaired the device.